Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: the sheath of the shaft was peeling off. There was no bleeding reported in excess of 500c. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/19/2014.